Event description:
Shortly after implant, the pt experienced an occlusion and endoleaks. 3/01, pt experiencing left leg claudication. Aortogram identified a left limb occlusion at the bifurcation. Physician treated with flush angiogram and revealed graft to be open with some pleating of the graft material. Angiography and smart stent placed in left and right limbs. 8/01, aneurysm decreased from 4.5 cm to 4.0 cm. 10/01, aneurysm increased to 4.6 cm. 11/14/01, aortogram revealed a proximal type I endoleak at aortic neck. Leak treated by placing a 5010 palmaz stent at proximal attachment.

Manufacturer narrative:
Notification of event was received from the law firm as a result of a claim.